Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, a large polyp, 3-4 cm in size, was discovered. The polyp grew out past the external os, but was attached to the internal os. As result, there was overdilation of the cervical canal and a seal could not be maintained. There were three fluid loss alarms (rate of losses unk) the system was restarted after the second alarm and a third tenaculum was added. However, as a result of the cervix being stretched from the polyp, the procedure was aborted. There were no burns as the fluid never reached body temperature. Follow up info received on june 29, 2009 confirmed that there was leaking at the cervix, but it could not be confirmed whether there was internal absorption or not. There were no further pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The customer complaint could not be verified due to the device not being returned as it was disposed. However, based on event description and evaluation of other devices with the same complaint, the most probable root cause for this event is operational context as the safety and effectiveness of the hta system has not been evaluated in patients with polyps. A device history record (DHR) review was not performed because the lot number unk.